Event description:
Complainant alleged that attempting to defibrillate a patient (age & gender unknown) the device advised shock and then failed to discharge. Complainant indicated the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.